Event description:
Medtronic received information that prior to use of a vital flow console instrument, it was reported that during account training, the console triggered an e17 error code. The instrument had to be powered off using the forced shutdown. Once it was powered back on, the screen came back up as it should but the status bar on top of the console would not light up. Even when an alarm was triggered,the status bar would not illuminate. The instrument was powered off again using the normal shutdown steps this time, then powered on again. This time the status bar worked and the training continued. After another 10 minutes of training, something required the instrument to be powered off and back on. This time, the status bar would not light up. After a few minutes walking through the screen, it kicked into another e17 error code. At that point, customer discontinued the training using that instrument. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.